Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Manufacturing site reported that system was manufactured on october 2014. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Manufacturing year 2014. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that system experienced suction loss during treatment. Treatment was aborted and completed in the operating room. No patient injury reported and no surgical intervention needed.